Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to confirm the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unknown bd¿ insulin syringe/needle contained foreign matter, described as ¿black specks", in the orange cap of the needle. The device was not used and there was report of injury or medical interventions.